Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 56223501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision involving a trident insert was reported. The event was not confirmed - no medical records were provided. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a wash out of right hip and the head and liner were replaced. Rep has confirmed there was no infection present. No reason for revision was given. He has stated no further information available.